Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a dialyzer blood leak event occurred during a patient's hemodialysis (hd) treatment. Upon follow-up, the bmt confirmed an internal dialyzer blood leak occurred one minute after initiation of hemodialysis treatment. Blood test strips were used and tested positive for the presence of blood. The blood leak issue was observed by staff and unspecified notable damage was noted with the dialyzer. No damage was identified on the dialyzer prior to use. The patient's blood was not returned. Immediately following the event, the patient was able to complete treatment after re-setting up new supplies on a different machine. The estimated blood loss was more than 300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Event description:
A user facility biomedical technician (bmt) reported a dialyzer blood leak event occurred during a patient's hemodialysis (hd) treatment. Upon follow-up, the bmt confirmed an internal dialyzer blood leak occurred one minute after initiation of hemodialysis treatment. Blood test strips were used and tested positive for the presence of blood. The blood leak issue was observed by staff and unspecified notable damage was noted with the dialyzer. No damage was identified on the dialyzer prior to use. The patient's blood was not returned. Immediately following the event, the patient was able to complete treatment after re-setting up new supplies on a different machine. The estimated blood loss was more than 300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The dialyzer was subjected to a bubble point test. A leak was detected at 200°, with the dialysate ports situated at 0°, on the non-cavity ID end. The dialyzer was then subjected to destructive disassembly for further visual examination. A fiber fragment was noted at the leak site, approximately 200°. The fiber fragment measured approximately 0.07mm from the potting surface. An opposing fiber end was not identified. There was no other damage or irregularities noted. Lot history review was performed. There were three other complaints reported against the lot. There were two complaints addressing internal blood leaks and one complaint addressing a blood leak (unknown if it is internal or external). The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.